Event description:
The container is cracked. Result was investigated by menicon. Since the products are manually packaged by the operators, any damaged cases would likely have been detected during the packaging process. No abnormalities found in manufacturing and testing records. It is possible that the damage occurred due to some factor after shipment. Since actual products were not available for evaluation, they were unable to identify the cause.